Manufacturer narrative:
This report is a response to MDR report # (B)(4) which was received by amt from the FDA on 09/07/2023. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. There was no indication of the device being available for return. Amt is currently trying to work with the reporter to see if the device can be obtained for examination. Since the device was not returned, a visual and functional evaluation could not be performed and the device failure cannot be confirmed at this time. The complaint information has been logged into our complaint database for trending purposes. Complaint # (B)(4) was assigned to this report.

Event description:
Per the original reporter in uf/importer report #: (B)(4), "patient's mom noticed patient's button peg was loose. When she checked the balloon, it was broken."